Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Asae/major bleed: patient was on therapeutic anticoagulation, patient has calcification and tortuosity of bilateral femoral vessels. The root cause of bleeding adverse event/major bleeding issue most likely was related to patient condition. Hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined due to lack of product and data logs returned. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E1 added initial reporter phone and e4 added section as it was omitted from the initial report that was submitted.

Event description:
The user facility reported an 85-year-old male patient on an impella cp for support due to acute myocardial infarction. During support, the patient's hemoglobin dropped to 6.8 requiring a unit of packed red blood cells overnight and this afternoon. No other products to be given at this time per attending of record. Patient is on therapeutic anticoagulation the patient's left groin, area surrounding impella insertion site, appears large/moderately taunt compared to right femoral area. Vascular surgery has been following patient since insertion given implanting physician¿s concerns over vessel size and tortuosity however impella was placed in emergent circumstance. Pt remains on full heparin purge, systemic heparin drip and cangrelor drip. Additionally, the patient¿s urine was noted to be pink/red. Pump position checked with echo and it was decided not to reposition. The pump was eventually removed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.